Event description:
Patient's family member called on 4/3/02 alleging patient's surestep meter was not functioning. Family member stated it was displaying lines instead of numbers. Patient's family member stated patient was experiencing symptoms of vomiting and dizziness. Family member attempted to test patient's blood sugar but was unable to get a reading, instead family member only saw lines on the display. Patient was taken to the ER where they tested patient's blood sugar (reading unknown) and treated patient. No further information has been reported.